Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. After multiple attempts, the penumbra sales representative was unable to obtain enough device information to identify the catalog number. The only device identifiers known are: d1(brand name), d2a (common device name), and d2b (product code). Without the catalog number for this device, unique device identifier (UDI) cannot be determined. The product lot number was not provided; therefore, the manufacturing records could not be reviewed.

Event description:
The patient was undergoing a coronary embolization of a fistula between the left coronary artery (lca) and the coronary sinus using a ruby coil, a ruby coil detachment handle (handle), a guidewire, and a lantern delivery microcatheter (lantern). During the procedure, the physician obtained access into the aorta to the lca. The physician advanced the lantern over the guidewire into the coronary sinus. The physician then advanced a ruby coil into the fistula. The physician decided to reposition the ruby coil. The ruby coil could not be retracted back into the lantern. It was reported the ruby coil formed in way that made it difficult to retract back into the lantern. The physician attempted to detach the ruby coil with the handle; however, was unsuccessful. The physician cut the pusher assembly of the ruby coil with wire cutters. The embolization coil was detached and was found to be damaged in the patient's coronary sinus. The physician attempted to snare the embolization coil several times with a snare device but was only able to snare out a part of the embolization coil. No additional information regarding the completion of the procedure was provided. It was reported that the patient is doing well.